Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial sponsored by biosense webster inc., it was reported that the patient underwent an atrial fibrillation ablation procedure and experienced second-degree heart block. Event start date: (B)(6) 2022 and end date of (B)(6) 2022. Per the study investigator the severity was severe, the adverse event is serious, and the patient did not die. There was serious deterioration in the health of the subject due to in-patient or prolonged hospitalization. Admission (B)(6) 2022 and discharge (B)(6) 2022. Patient required a permanent pacemaker implantation. Relationship to study device is not related. There is a casual relationship to study index procedure. In the opinion of the principal investigator (pi), in accordance with the list of expected events in the instructions for use, the adverse event is expected/anticipated. Patient outcome is recovered/resolved. On (B)(6) 2022 patient suffered a cardiac tamponade and required a pericardial drain. The pi has assessed this event as severe and serious with serious deterioration in health defined by in-patient or prolonged hospitalization. Admission (B)(6) 2022 and discharge (B)(6) 2022. Relationship to study device is not related. There is a casual relationship to the index procedure. The pi in accordance with the list of expected events in the instructions for use, assessed the adverse event as expected/anticipated. Patient outcome is recovered/resolved. Surgical intervention of emergency surgery of myocardial repair and pericardial drain were performed.